Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. A review of the complaint and the current axsym labeling was performed. The operations manual contained precautions for potential hazards. The pressure monitoring addendum contains instructions for replacing and installing the pressure monitor sensors. The addendum also contains instructions for resolving error codes 3558, 3516 and 3530 along with multiple causes and corrective actions. The causes included functional issues with the pressure monitor sensor. No subsequent issues were reported after replacing the part and no other complaints of similar issues were identified for this part. No product deficiency was identified related to this issue.

Event description:
The customer installed a new pressure monitor sensor on the axsym analyzer and powered on the analyzer. The customer then observes smoke coming from the new pressure monitor sensor. The customer turned off the power and replaced the pressure monitor sensor with another one. Prior to observing smoke, the customer generated several error codes (3516, 3558, 3530 and 5060-homing failure, sampling syringe, sampling center). The customer did not observe liquid in the pressure monitor sensor area and no injuries were reported. No impact to patient results, patient management or user safety was reported. The issue was resolved by replacing the pressure monitor sensor by another one.